Manufacturer narrative:
Product event summary: the programmer was not returned for analysis. However performance data collected from the programmer was received and analyzed. Analysis of the programmer logs confirmed the customer comment that the programmer crashed. The application crash was found to be related to navigating away from date screen post-changing date in patient information. The most likely root cause was traced to a known inherent risk of the device as a known issue related to the performance of the date screen in certain mobile operating system versions. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure using the mobile programmer a sudden white screen occurred as the user was waiting to do a ventricular threshold test. It was noted that the physician had requested that pacing be provided however as the mobile programmer application had crashed it was first necessary to re-start the mobile programmer application. It was further noted that as the user double tapped the home screen and swiped to close the application two screens were found to be running in the background; a diagnostic mobile programmer application and the settings page. It was necessary to swipe and remove these screens to re-start the mobile programmer and the procedure was then completed without incident. The mobile programmer remains in use. No patient complications have been reported as a result of this event.